Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 380 mg/dl. Reportedly, the supplies were change to address the event. The customer was hospitalized. Customer reported in a follow up that bg was over 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.